Event description:
Customer reported receiving a calibration error alert. She stated she had been wearing the sensor for 2 to 3 days. Customer did not know the expiration date on the sensors. Customer stated that there was no entry of an incorrect blood glucose reading or a delayed entry. She stated that this alert occurred after the first calibration attempt after initialization. The blood glucose reading was 167 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.